Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was attempted to be used for hemostasis during a percutaneous transluminal angioplasty (pta) procedure, but the bleeding did not stop. There was no reported patient injury, the instructions for use (IFU) were followed. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11. Complaint conclusion: as reported, a 6f/7f mynx control vascular closure device (vcd) was attempted to be used for hemostasis during a percutaneous transluminal angioplasty (pta) procedure, but the bleeding did not stop. There was no reported patient injury. The instructions for use (IFU) were followed. Additional information was requested but not provided. A non-sterile ¿mynx control vcd 6f/7f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that button #1 and button #2 were fully depressed. The clock symbol was visible in the tension indicator window and the balloon was fully withdrawn into the tamp tube. The syringe was connected to the luer hub, and the catheter was properly inserted into an unknown non-cordis sheath, locked onto the sheath catch. The sealant was not returned with the device. The device was inspected for any damages that may have contributed to the reported failure, and no damages were observed. The functional simulated deployment was not performed since the unit was returned fully deployed with the balloon completely withdrawn in to the tamp tube. To perform the functional test, the unit must be in its manufactured position to simulate the deployment process; however, it was not possible to set back the unit to the original manufactured position. The condition of the returned device matched the intended use per the mynx control IFU. The reported event of ¿sealant-inability to achieve hemostasis¿ was not confirmed through analysis of the returned device due to the nature of the complaint and there were no issues noted. The exact cause of the issue experienced by the customer could not be determined during analysis. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and is frequently related to stick technique, anticoagulation, blood pressure, adequate device/sheath removal technique, and proper placement of the sealant at the arteriotomy. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the inability to achieve hemostasis event reported since the device was returned in a condition that suggests a complete deployment of the device with no damages/anomalies noted that could have attributed to the reported failure. However, access site factors, pharmacological factors and/or handling factors of the device are possible. As stated in the IFU, which is not intended as a mitigation, step 3: remove device, ¿retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site and then lightly grasp the device at skin with thumb and forefinger and realign with the tissue tract. Open the stopcock to deflate the balloon. To ensure complete balloon deflation, wait until air bubbles and fluid have stopped moving through the inflation tubing. Pick up the device handle and realign with the tissue tract. Depress button #2 to pull the deflated balloon into the device. While maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.